Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device arrived to their facility with a hole in shipper box, sales unit box, and tyvek wrapper of device. This was an issue for only one of the three devices in the sales unit. One device was put aside and not used on a case and rest of sales unit was sent to or as sales unit boxes and tyvek were intact. There were no patient consequences.